Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient¿s pump had failed and the patient was hospitalized. It was reported that the patient was treated by their healthcare provider. No known blood glucose values or symptoms were reported. Troubleshooting of the event was unable to be completed to rule out a possible pump malfunction related to the event. This complaint is being reported because the patient was hospitalization of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.